Manufacturer narrative:
Additional information received indicated that the product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. As reported, during a percutaneous coronary intervention (pci), the 7 fr. Vista brite tip al1 st sh guiding catheter was delivered successfully but the distal tip was noted to be frayed. Therefore, it was exchanged for another guiding catheter and the procedure was finished successfully .there was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was unknown. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. The product was not returned for analysis. Review of lot 17045589 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. According to the product instructions for use (IFU), users are cautioned to prevent damage to the catheter tip during removal from the package, to grasp the hub and withdraw the catheter carefully. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous coronary intervention (pci), the 7 fr. Vista brite tip al1 st sh guiding catheter was delivered successfully but the distal tip was noted to be frayed. Therefore, it was exchanged for another guiding catheter and the procedure was finished successfully .there was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was unknown. No target lesion characteristic information was provided. The product will not be returned for inspection. Additional information has been requested.